Manufacturer narrative:
The device was received deployed. Investigation found the exposed portion of the soft cannula to be torn and shortened. Measurement of the soft cannula length was confirmed to be shorter than specification. During fluid path testing, fluid was unable to pass through the entire fluid path due to the exposed portion of the soft cannula being shortened. The timing and cause of this damage could not be determined. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.